Event description:
This will be filed to report a loss of fluid column with a steerable guide catheter (sgc) during preparation. It was reported that during steerable guide catheter (sgc) preparation, a loss of fluid column was observed. The device was never entered into the anatomy. There was no patient involvement with the sgc. The procedure was discontinued, as the patient experienced a pericardial effusion prior to transseptal access. Per the physician, the sgc was not responsible for the pericardial effusion (as it was never entered into the anatomy) and it was attributed to a perforation caused by the transesophageal echocardiogram (tee). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate a lot-specific product issue. Based on available information, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.